Event description:
Caller (customer's grandson) reported that (B)(6), 2013 the customer attempted to test on his adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer self-injected kwikpen glucagon and denied third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The returned meter powered on with test strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.